Manufacturer narrative:
Pump was received with failed battery test alarm due to corroded battery tube. Unable to verify low battery alarm or perform the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to failed battery test alarm. Pump passed stop current test. Pump had cracked battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that a low battery alert was received less than 1 week during use. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.